Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort when operating the pump due to the migration of the component to the top of his scrotum. Besides that, the patient states that he can feel the device tubing near the infrapubic incision. The device was explanted and replaced. No additional patient complications were reported.